Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as a tooth extraction (permanent impairment to a body structure) was reported and an align product was being used.

Event description:
The patient reported having tooth # 29 (lower right 2nd premolar) extracted. The treating doctor reported the extraction was due to a gum infection on tooth # 29. The patient did not report requiring any medical intervention due to the reported symptom. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The treatment was discontinued on (B)(6) 2019 and the patient is currently asymptomatic.